Event description:
Boston scientific received information that this dependent patient presented to the emergency room for lightheadedness. Upon interrogation of this implantable cardioverter defibrillator (ICD), 2-3 second pauses was observed. Noise was also present on this right ventricular (rv) lead. As a result this patient was to undergo a revision procedure in the near future. No further patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned in two segments severed approximately 18.5 cm from the pin. Visual examination revealed that the extracting stylet was stuck in the distal segment. In addition, the proximal corner of the identification label on the rs leg had a cut through the molded insulation and body/blood fluid appeared to have infiltrated. An abrasion through the trilumen insulation was observed approximately 51.2-52.9 cm from is-1 terminal pin, however, it does not appear that any conductors at this location were exposed. Further, resistance and pressure tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits on the proximal segment. Resistance testing on the rs - was not done due to the stylet. However, the other pathways on the distal segment passed electrical integrity. Pressure testing was also not done on the distal segment due to the stylet. However, an x-ray revealed no fractures. In conclusion, the cut in the insulation could have contributed to the clinical observation of noise and the noted abrasion could possibly have been due to lead-on-lead contact.

Manufacturer narrative:
As a result this lead was explanted and successfully replaced. The device was also explanted and the patient received an upgraded device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.